Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the adaptor connected to the complaint elbow had a trace of having been pinched with forceps. There were no other anomalies in its appearance. The female elbow connector was checked for the state of the joint to the luer male port. It was found to have been fixed tightly to the luer male port. An attempt to remove the female elbow connector was made by its base being held. The female elbow connector was able to be removed from the luer male port. Visual inspection of the female elbow connector confirmed it did not have any anomalies. Visual inspection of the luer male port to which the female elbow connector had been connected confirmed it did not have any anomalies. The taper of the female elbow connector and the luer male port on the reservoir were checked respectively with the luer taper gauge and were confirmed to meet manufacturing specification. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual sample was of normal product. The customer's complaint was not confirmed and the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a bad connection in the capiox device. Follow up communication with the user facility confirmed the following information: during clinical use, the customer reported difficulty in removing the purge line on the reservoir; forceps were used to try to remove the line, but quickly aborted not wanting to damage the line with the forceps; another line was utilized; the procedure was continued; and the patient was not harmed.